Event description:
It was reported that multiple cartridge were leaking from the o-ring. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 300 mg/dl,

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.